Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j15039 and h11j22068 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient had not recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 2 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.